Manufacturer narrative:
Amo's clinical development manager (cdm) was onsite to provide surgery support. She also optimize laser settings. Physician successfully completed 16 eyes and was pleased with bed energy. All pertinent information available to abbott medical optics has been submitted. Placeholder.

Event description:
Site stated that one patient presented with irregular interface on both eyes on one day post-op following surgery on (B)(6) 2014. Female patient who presented with irregular interface on one day post-op: pre-op best corrected visual acuity (bcva) was 20/15 in the right eye (od) and 20/20 in the left eye (os). Physician instructed the patient to increase steroid. Patient returned on (B)(6) 2014 and visual acuity was 20/15 on right eye, and 20/30 on left eye. Physician stated that the patient was doing well and there was no patient injury. One-day post-ops from (B)(6) 2014 looked great and no issues to report.